Event description:
Healthcare professional reported "cysts¿, ¿hypoechoic nodules¿, ¿axillary adenopathies¿ and ¿periprosthetic collection¿. Later the healthcare professional confirmed "periprosthetic collection" and "rupture". This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, e1, h6.

Event description:
Seroma is unreported in this record.